Event description:
It was reported that the iab-05840-lws was inserted through the sheath via left femoral artery without issue. The doctor stated the mechanical function of the intra-aortic balloon (iab) looked somewhat distorted (the top of the curve was rather flattened). It seemed that it was further in so we retracted it, but the trace did not change. After three to five mins, we noticed blood in the line. As a result, the iab was removed. There were no alarms that had occurred or pump strips for review. There was no report of pt death, complications or injury. No medical/surgical intervention was required. There was an indefinite delay or interruption in therapy since they did not insert another iab for intra-aortic balloon pump (iabp) therapy. The pt outcome is no incidents for the pt. Add'l info received on (B)(6) 2014 reported: indication for use: 99% lm and hemodynamic instability. The iab and sheath were removed together. Since the pt seemed stable enough, pre bypass, the decision was made not to insert another iab on the other leg. The pt came off bypass in a stable condition so there was no need again for iabp therapy. The iab was inserted first in case they had any pre-op hemodynamic complications.

Manufacturer narrative:
Complaint #: (B)(4).